Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed because she had an infection from a back surgery in (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), implanted: explanted: product type recharger product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).